Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, gravity flow testing, and under water leak testing were performed. No leaks, malfunction or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion administration set was involved in a leak incident. This occurred during patient connection for an infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.